Event description:
During procedure, the radiographic marker on the sheath was sliding up and down. The physician made a larger incision to extract the catheter. The procedure was completed with this device and no pt injury occurred.

Manufacturer narrative:
Pending final device eval report from external manufacturer.